Event description:
Additional information was received from the patient and it was reported that the healthcare provider had to go back in 2 to 3 years ago and reposition because the "thing in my back" moved. It was asked if they went in to reposition the battery in his back. The patient said yes.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information stated that the perc leads was removed; the patient now has bilateral coverage.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
A consumer implanted for spinal pain and failed back surgery syndrome reported via the manufacturer's representative (rep) they had no left sided coverage, but were unaware when it changed as they initially had some left sided coverage. A CT scan was performed which showed both leads were off to the right, but it was unknown what caused this. Reprogramming was attempted but it was unable to capture the left side. As a result the physician was planning to remove the leads and replace them with a different kind of lead, but surgery wasn't scheduled yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.